Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose over 400 mg/dl, 178 mg/dl and 198 mg/dl. The customer was treated with bolus. Customer reports they did not receive a sensor updating alert. Customer reports they did receive a calibration not accepted alert. The customer performed troubleshooting for bent cannula. The device will be returned for analysis.